Event description:
It was reported medfusion 4000 pump alarming, travel coarse error, case damage. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was cracked on right front corner of top case, right plunger case and bottom case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced lead screw and both clutch halves also upgraded the software. The cause of the reported problem was traced to the components wear. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional event information received indicating no patient involvement (updated b5).

Event description:
Additional information received that indicated there was no patient involvement, issue was found during testing.